Event description:
According to the information received in 2002, the female was diagnosed with a patent foramen ovale (pfo) and was prescribed blood thinners. In 2005, the patient underwent pfo closure with an amplatzer pfo device. Echocardiogram confirmed placement was excellent and blood thinners (coumadin and lovenox) were resumed within hours of the procedure. On eleven days later, the patient complained of a headache and was prescribed pain medication. She later was prescribed a muscle relaxant for sudden onset neck pain. Throughout the day, the patient developed acute upper back and neck pain and associated difficulty breathing. Blood thinners were increased. Later that evening, the patient developed severe weakness following doses of muscle relaxants. Mobility changed to very limited mobility, and bladder function ceased requiring catheterization. On two days after the original date, MRI revealed a hematoma compressing the spinal cord in the neck and surgical removal/evacuation of the hematoma was attempted. The patient was described medically as an "incomplete quadriplegic".